Manufacturer narrative:
E1: physician details not provided. Distributor name provided and facility address provided. The device was returned for analysis. The unspecified failure was confirmed as suture retrieval issue / needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot # updated from 2112942 to 2101541. D4 expiration date and h4 manufacturing date updated as a result.

Event description:
It was reported that the sutures of four proglides were implanted; however, the sutures of one proglide "did not work" relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
E1: physician details not provided. Distributor name provided and facility address provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.